Event description:
(B)(4) - incident information: on (B)(6) 2024 at 1200 icps were being transduced. At approximately 1000 ((B)(6) 2024) rns noticed transducer was loose. Upon trying to tighten the connection, it would not tighten - "the connector just spun around". Rn then noticed that hands were wet with drainage/csf. Upon further investigation, crack noted in connection port. The customer provided photographs. The system was replaced. There was no sign of immediate harm to the patient.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). (B)(4) rev 09 risk analysis spreadsheet (ras) - natus eds 3 external drainage system hazard 4.40 - leakage of csf from the stopcock effect (harm): over drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Customer confirmed the drain was available for return. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date of affected part - 18 may 2024. Device history review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 10 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: there were two parts that were damaged with this drainage device. Both the system and patient-line stopcock broke by where the female luer is located. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. It seems that the user possibly tried to remove something from the stopcock with a tool and applied excessive force on the female luer. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - incident information: on (B)(6) 2024 at 1200 icps were being transduced. At approximately 1000 ((B)(6) 2024) rns noticed transducer was loose. Upon trying to tighten the connection, it would not tighten - "the connector just spun around". Rn then noticed that hands were wet with drainage/csf. Upon further investigation, crack noted in connection port. The customer provided photographs. The system was replaced. There was no sign of immediate harm to the patient.